Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('general abnormal bleeding') and cervix carcinoma ('cervical cancer') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "my right tube was difficult to insert". The patient's concurrent conditions included blood pressure high since 2006. Concomitant products included lisinopril since 2006. In 2007, the patient experienced headache ("headaches"). In (B)(6) 2007, the patient experienced abdominal pain upper ("pain; stomach"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), vaginal discharge ("vag. Discharge"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines / headaches"). In (B)(6) 2008, the patient experienced false labour ("psych injury/ psychological or psychiatric problems condition: phantom labor") and rash papular ("rashes or skin conditions type: small itch bumps on my abdomen"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain/ pain; throbbing in uterus"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy") and uterine pain ("throbbing in uterus") and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, genital haemorrhage, cervix carcinoma, dysmenorrhoea, female sexual dysfunction, pelvic pain, abdominal pain, metrorrhagia, allergy to metals, false labour, vaginal discharge, fatigue, alopecia, headache, nausea, dyspareunia, migraine, rash papular, abdominal pain upper and uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, cervix carcinoma, dysmenorrhoea, dyspareunia, false labour, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, rash papular, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for other injuries/symptoms- fatigue, hair loss, headaches, nausea, cone biopsy to test for cervical cancer. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received. New events added: abnormal bleeding (vaginal), menorrhagia, migraines / headaches, small itch bumps on my abdomen, stomach pain, phantom labor, my right tube was difficult to insert. Concomitant drug, concomitant condition, reporter was added. Lab data was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.